Manufacturer narrative:
The product investigation was completed. Sheath was inspected, and visual analysis revealed that hemostatic valve was dislodged (no damage) inside of hub & bent shaft close to the handle. Brim cap and friction ring remain intact. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment, however this could not be conclusively determined. No other anomalies were observed. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The device history record (DHR) for the lot number 00001079 has been received and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the dislodgment hemostatic valve inside the hub & bent shaft could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due the conditions observed in the hemostatic valve, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
Underwent a cardiac ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab identified that the hemostatic valve was dislodged inside of the hub and the shaft was bent close to the handle. The damage was identified on 1/28/2021. During the procedure, a sheath obstruction occurred: the 3way stop caulk would not flush. The valve broke after the case while trying to insert the dilator. The sheath was used on the patient. No air was introduced into the patient¿s body via the sheath. No blood return was observed. No intervention was required. There was no report of patient consequence. Sheath obstruction is not MDR-reportable. Hemostatic valve dislodgment is MDR-reportable.